Manufacturer narrative:
At this time, no further information is available. This report will be updated should additional information become available.

Event description:
It was reported that a red alert was received for an out-of-range shock impedance of 127 ohms. Boston scientific technical services (ts) reviewed the data and saw a gradual rise in shock impedances over the last year, reaching 137 ohms on (B)(6) 2020, with the first red alert being registered on (B)(6) 2019. Ts discussed programming options and next steps should the impedance continue to rise. The clinician decided to discuss the with the physician, and the patient was going into the clinic later that day. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. This report will be updated should additional information become available.

Event description:
It was reported that a red alert was received for an out-of-range shock impedance of 127 ohms. Boston scientific technical services (ts) reviewed the data and saw a gradual rise in right ventricular (rv) lead shock impedances over the last year, reaching 137 ohms on 3/1/2020, with the first red alert being registered on 12/21/2019. Ts discussed programming options and next steps should the impedance continue to rise. The clinician decided to discuss the with the physician, and the patient was going into the clinic later that day. A year later, the shock impedances had risen to between 138-141 ohms. The device and lead remain in service. No adverse patient effects were reported. Additional information was received indicating the patient was brought into the lab to perform defibrillation threshold (dft) testing. Ventricular fibrillation (vf) was induced and the device delivered a 31 joule shock that did not convert the patient. The patient was externally defibrillated and code 1005 appeared on the device. The physician planned to replace the rv lead. No additional adverse patient effects were reported.

Event description:
It was reported that a red alert was received for an out-of-range shock impedance of 127 ohms. Boston scientific technical services (ts) reviewed the data and saw a gradual rise in shock impedances over the last year, reaching 137 ohms on (B)(6) 2020, with the first red alert being registered on (B)(6) 2019. Ts discussed programming options and next steps should the impedance continue to rise. The clinician decided to discuss the with the physician, and the patient was going into the clinic later that day. A year later, the shock impedances had risen to between 138-141 ohms. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. This report will be updated should additional information become available.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that a red alert was received for an out-of-range shock impedance of 127 ohms. Boston scientific technical services (ts) reviewed the data and saw a gradual rise in right ventricular (rv) lead shock impedances over the last year, reaching 137 ohms on 3/1/2020, with the first red alert being registered on 12/21/2019. Ts discussed programming options and next steps should the impedance continue to rise. The clinician decided to discuss the with the physician, and the patient was going into the clinic later that day. A year later, the shock impedances had risen to between 138-141 ohms. The device and lead remain in service. No adverse patient effects were reported. Additional information was received indicating the patient was brought into the lab to perform defibrillation threshold (dft) testing. Ventricular fibrillation (vf) was induced and the device delivered a 31 joule shock that did not convert the patient. The patient was externally defibrillated and code 1005 appeared on the device. The physician planned to replace the rv lead. No additional adverse patient effects were reported. Additional information was received indicating the rv lead was explanted and replaced with a new rv lead due to a product performance issue. No additional adverse patient effects were reported.